Event description:
It was reported that due to fluid loss and recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to type of reportable event: changed from product problem to serious injury and malfunction. Correction to updated product and patient codes. Correction to implant and explant date added. Device not returned for evaluation.

Event description:
It was reported that due to fluid loss and recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a larger 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was going to undergo a revision on an undetermined date, for an unspecified reason. It was further reported that all components of the artificial urinary sphincter (aus) were going to be explanted and replaced during this planned surgery. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.